Event description:
The customer observed discrepant patient results for the architect troponin assay. The results were positive on the architect and negative on another method (roche). The results were also negative when repeated on the architect. The results were not reported out and no impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending and lot search data for the likely cause lot did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was performed to evaluate the performance of reagent lot 23391un14. An internal troponin-I panel was tested with retained kits of reagent lot 23391un14. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the assay performs per specification. There was not enough information to suggest a product malfunction since the information provided in the complaint text suggest sample integrity may have contributed to the discrepant results (retest performed on the samples produced the expected negative results). The architect stat troponin-I package insert provides conditions that may cause erroneous results.